Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 27th february 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, during repositioning monitor detached and was hanging only by the cables. According to the provided information and photographic evidence, part of retaining ring and safety segment were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event and problem: on 24th february 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, in the course of preparation for the procedure, during repositioning monitor detached and was hanging only by the cables. According to the provided information and photographic evidence, part of retaining ring and safety segment were missing. At the time of incident, the patient was not in the operating room yet. The procedure was transferred to another operating room. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
On 24th february 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, in the course of preparation for the procedure, during repositioning monitor detached and was hanging only by the cables. According to the provided information and photographic evidence, part of retaining ring and safety segment were missing. At the time of incident, the patient was not in the operating room yet. The procedure was transferred to another operating room. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, in the course of preparation for the procedure, during repositioning monitor detached and was hanging only by the cables. According to the provided information and photographic evidence, part of retaining ring and safety segment were missing. At the time of incident, the patient was not in the operating room yet. The procedure was transferred to another operating room. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered daily inspection. As stated by the subject matter expert at manufacturer¿s, a situation involving loose spring arm¿s safety sleeve is due to the loosening of the safety screw because of an incorrect initial tightening or a lack of inspection during the installation or the maintenance. To prevent the loosening and the absence of the screw, the installation manual describes how to assemble the safety sleeve, the maintenance manual mentions to check for any loose covers and the service protocol included in this document mentions to check the presence of the spring arm¿s safety sleeve and the presence of the fixing screw. The loosening and the absence of the safety sleeve screw can lead to the translation of the safety sleeve causing the fall of the light head. To prevent the risk of the separation of the light head, maquet dispatched the informative technical notice n.i.t. 210 reminding the importance of the tightening control after installation or maintenance. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On (B)(6)2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, during repositioning monitor detached and was hanging only by the cables. According to the provided information and photographic evidence, part of retaining ring and safety segment were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name:(B)(4) med ctr .device not returned to manufacturer.